Manufacturer narrative:
(B)(4). Method: the complaint opt544 nasal cannula was returned to fisher & paykel healthcare (B)(4) and visually inspected results: visual inspection revealed that the tubing of the opt544 device was found to be disconnected from the cannula and the grip was partly disconnected off the swivel. A lot check revealed no other complaint of this type for lot number 130114. Conclusion: the most likely cause of the reported fault is the patient pulling on the tube. The hospital reported that the tubing disconnection occurred after 4 days of use. This suggests that the damage occurred after the product was released for distribution. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded. The user instructions that accompany this product state the following: "do not crush or stretch tube."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the tube of an opt544 optiflow nasal cannula was damaged after 4 days of use. The hospital reported that there was a possibility that the patient pulled the tube. No patient consequence was reported.